Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), touch panel of the cardiosave intra-aortic balloon pump (iabp) only works intermittently. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue found that the touch panel would not respond to any actions that required a "hold" action (zero pressure, lock screen, etc.). The fse replaced the touch panel assembly and recalibrated the touchscreen which fixed the problem with the zero-pressure feature, but now the timing sliders would not actuate correctly. To fix that issue, the fse replaced the video generator assembly, re-calibrated it multiple times to achieve normal operation. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found that the touch panel would not respond to any actions that required a "hold" action (zero pressure, lock screen, etc.). The fse tested with a head unit from another pumped and it functioned properly. The fse replaced and re calibrated the touchscreen assembly. This fixed the problem with the zero pressure feature, but the timing sliders would not actuate correctly. The fse replaced the video generator assembly and re calibrated it multiple times to achieve normal operation. The fse completed a full pm with calibration, safety, and functionality checks to factory specifications. The iabp was then released to the customer and cleared for clinical service. The failure analysis and testing department received the following parts associated with this complaint: p/n: 0040-00-0456 sn: n/a kit (display monitor to video gen. Board). P/n: 0670-00-0781 s/n: (B)(6) video gen. Board(part of kit) . P/n: 0670-00-1169 s/n: (B)(6) upper display monitor board(part of kit). P/n: 0012-00-1787 s/n: (B)(6) cable assy. (Part of kit). P/n: 0160-00-0123 sn: (B)(6) touchscreen assy, 12.1¿. These parts were received with a reported unit failure message of touchscreen panel would not respond for the zero pressure to any actions and timing slider would not actuate correctly after replace touchscreen assay. The touchscreen assembly was returned for the zero pressure feature not responding to touch. The kit, display monitor to video gen. Boards was returned for timiing sliders not actuate correctly. Performed visual inspection of these parts received and parts look to be in good condition. Installed all complaint parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The fat dept. Could not able to test touchscreen assy. And touchscreen did not respond with pressing any features. The fat dept. Observed timing sliders could not actuate correctly while testing kit, display monitor board to video gen board. The failure analysis and testing department verified the failure message of touchscreen panel would not respond and timing solders would not work correctly. All complaint parts failed testing. Retaining following parts in the fat dept. As per procedure.